Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a second surgeryand healing process with a revision in 2018. Huge amount of pain, patient-doctor visits, immobility, and depression, adl's, straightening her leg, gait, and loss of joy. The patient had a terrible reaction to the implant and the pain has been a huge obstacle to overcome. The patient originally underwent depuy attune (B)(4) in 2014.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.